Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the shuttle was covering the balloon's proximal bond. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was visible through the shuttle cartridge side slit and blood was observed on the distal end of the sealant. The advancer tube was found inside the shuttle cartridge and engaged to the proximal tamp lock. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the provided information and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1519611) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: after shuttling down to deliver the sealant, the sealant did not deploy. The physician deflated the balloon and removed the device. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 6f stick location: medium.